Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via e-mail that all strings on the tampons fall off. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Strings on the tampons fall off [device breakage]. Probable manufacturing cause [manufacturing issue]. Case description: consumer reported via e-mail that all strings on the tampons fall off. No injury reported.